Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 there was inaccurate dosing. According to the customer the product only last for 3 doses instead of the number that should be available. The following information was provided by the initial reporter: according to the customer the product only last for 3 doses instead of 5,88. The customer uses a dose of 1,7, 7 days per week.¿

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 there was inaccurate dosing. According to the customer the product only last for 3 doses instead of the number that should be available. The following information was provided by the initial reporter: according to the customer the product only last for 3 doses instead of 5,88. The customer uses a dose of 1,7, 7 days per week.¿